Event description:
Information was received indicating that a patient forgot to connect the smiths medical cadd-legacy duodopa ambulatory infusion night pump and the day pump ran all night. It was reported that the continuous dose on the night pump was 1.7 ml/h and the continuous dose on the day pump was 3.4 ml/h. Per reporter the patient was subsequently instructed to leave the day pump on, skip the morning dose, use the extra dose if there was a need and switch pump off for fourteen minutes when dyskinetic. Patient reported having an "unpleasant feeling and suspects to have tremors (not sure)."